Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark and unresponsive. This issue caused the customer's blood glucose level to display as "high," leading them to seek hospital emergency room assistance, where they were administered insulin and fluids via IV. Fortunately, the event did not cause any injury, although ketones were present but not deemed life-threatening. Technical support conducted troubleshooting steps without success and decided to replace the malfunctioning pump. In the meantime, the customer was to use multiple daily injections (mdi) as backup therapy. A replacement pump with updated software was sent to the customer, who was informed of the necessary procedures for receiving and returning the pumps, including potential training available through their tandem source account.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. This issue led to the customer¿s blood glucose level rising and ranged from 600 mg/dl to a ¿high¿ reading, with specific values unknown and high ketones. As a result, the customer went to the emergency room (ER) and received intravenous fluids of saline and insulin to address the high blood glucose and high ketones. Customer was released from the ER 7 hours later on (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.